Event description:
During the atrial fibrillation procedure, the catheter fractured while mapping in the left atrium. The catheter was able to be removed without complication and exchanged. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. Two images were received for evaluation that appeared to show a fractured in the catheter shaft proximal to the shaft transition. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.